Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up. The pulse generator had tripped elective replacement indicator prematurely. The nurse was guided to clear the alert and reprogramming the device by technical services. The patient would continue to be monitored.